Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported that she was receiving lower readings than what she feels on her adc blood glucose meter. The customer was unable to provide specific readings, dates or times. The customer further reported that in ¿late (B)(6)¿ (2016) she work up not feeling well, felt weak as if she was about to ¿pass out¿. The customer stated she experienced a loss of consciousness. Her brother called an ambulance, and she was taken to a hospital ER. She stated that she did not recall the date and time as she was unconscious, but said that someone told her blood glucose level was measured at ¿800 something¿. She was diagnosed with dka (diabetic ketoacidosis). She was treated with unspecified intravenous fluids, and cannot recall what medication was given to her. She was hospitalized for 6 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was receiving lower readings than what she feels on her adc blood glucose meter. The customer was unable to provide specific readings, dates or times. The customer further reported that in ¿late (B)(6)¿ (2016), she work up not feeling well, felt weak as if she was about to ¿pass out¿. The customer stated she experienced a loss of consciousness. Her brother called an ambulance, and she was taken to a hospital ER. She stated that she did not recall the date and time as she was unconscious, but said that someone told her blood glucose level was measured at ¿800 something¿. She was diagnosed with dka (diabetic ketoacidosis). She was treated with unspecified intravenous fluids, and cannot recall what medication was given to her. She was hospitalized for 6 days. There was no report of death or permanent injury associated with this event.